Event description:
It was reported during the procedure when the surgeon decided what size of screw to be used, the surgeon opened the specific screw - part number at2-m18-s and tried to use the 2.0mm can. Quick release driver tip (part number ht-1120) to get the screw in. It was noted the driver tip and the screw didn't match, and the "diameter of the 18mm mini screw was smaller than it should be". Another 18mm mini screw was opened, and it worked well with the driver tip; however, this incident delayed the whole surgery about 1 hour, since in the very beginning, the issue was thought to be with the driver tip, so attempts had been made to find another driver tip resulting in the delay. There were no adverse consequences to the patient. This report is related to report number 3025141-2022-00229 for the screw involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown.